Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had previous washout in june and then presented with infection. A purulent discharge was observed per scrotal wound. It was noted that the patient was high risk and had trouble with healing. The ipp was explanted and replaced with a malleable. The infection was treated with IV antibiotics. There were no additional patient complications reported.